Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
(B)(4). Additional information was received over two years after the initial observations that the latitude red alerts were still being generated due to the out of range shocking impedance measurements. A boston scientific representative was not contacted to evaluate this patient. This product issue will be updated if additional information is received.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.